Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the estimated cause is reasonably suggested by known information, such as component damage or degradation due to some form of stress. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that contamination exists inside the ccd objective lens of the bronchovideoscope. There was no patient involvement.